Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement axiem emitter, axiem box, internal cable and computer shipped to site 06/13/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their navigation system instruments were not navigated. Axiem communication with the navigation system computer is periodically intermittent, causing the system to be unusable. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the field generator (emitter) required replacement. The medtronic representative replaced the field generator (emitter) and representative performed a navigation system check-out, all areas passed. System performed as intended. The axiem box, internal cable and computer were returned unused. The suspect field generator (emitter) have not been received by manufacturer for analysis.